Event description:
It was reported that this patient stated that shortly after implant of this implantable device, he received four inappropriate shocks while showering. It was noted that the shocks were delivered due to device parameters being programmed too low and reprogramming was performed after the event. The device remained in service at that time and no additional adverse patient effects were reported. Additional information was received that the device was electively explanted thirteen years later. A boston scientific replacement device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional information was received from the health care professional that this device was explanted due to elective replacement indicator (eri) and no inappropriate shocks were delivered while this device was implanted. Good faith efforts were made to obtain return information. No details have been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient stated that shortly after implant of this implantable device, he received four inappropriate shocks while showering. It was noted that the shocks were delivered due to device parameters being programmed too low and reprogramming was performed after the event. The device remained in service at that time and no additional adverse patient effects were reported. Additional information was received that the device was electively explanted thirteen years later. A boston scientific replacement device was successfully implanted. No adverse patient effects were reported.